Manufacturer narrative:
On (B)(6) 2021 mentor became aware that this complaint has been reported to the FDA, via medwatch#: (mw5103276). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with an unknown mentor saline breast implants has experienced unexplained systemic symptoms postoperatively, including headaches, migraines, fatigue, swollen breasts, and pain. The patient reported it¿s been a series of headaches, intestinal issues, and the headaches have gotten worse to the point where they are migraines, and her fatigue has gotten worse that she must pull over from driving or leave work early. The breasts are swollen and hurt more on her right side. The doctor removed each nipple and now each nipple is a different size. The report indicates that the patient have consulted with physician, but mentor has not received and information per this report. This report relates to the left prosthesis.